Event description:
The ra and rv leads were explanted due to subclavian crush, which caused a fracture. A new pacemaker was implanted in the patient's abdomen and two epicardial leads were used. The hospital retained the leads. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.